Event description:
Th e guidewire became stuck inside th e lv lead and would not be withdrawn. The guide wire was a: high torque whisper wire eds cs-j 4648. (B)(6). Exp 7.3.2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).